Event description:
The facility reported to product surveillance a pump that failed to alarm. The facility was infusing a chemo therapy patient with a 400ml of saline solution after the chemo therapy. At the end of the infusion, as the bag emptied, air was pulled into the tubing, that air was in the line. The air went from the IV bag to the device. The device failed to alarm. The nurse saw the air in line and discontinued therapy. There was no pt injury or medical intervention required. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be rec'd for eval, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.